Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are four complaints for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to not use the probe for mechanical displacement of tissue, damage to the probe may occur. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active top of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the aes-50sl device was being used during a hip scope procedure on (B)(6) 2021 when it was reported "tip fell off while doing hip scope". There was no report of patient or user impact. There was no report of medical intervention or hospitalization for the patient due to the event. Further assessment questions were asked to determine if there was patient contact with the device and if yes, were all components removed from the patient. To date we have not received a response to our request for information. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.